Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported issue was confirmed and replicated. The issue was not associated with an error code, so it could not be identified through lighthouse. The ccc was visually inspected, and no issues were found. The unit was taken to a programming station, where it was verified to be bricked per ipc 1069151-01. As a result of these findings, the root cause was determined to be a bricked ccc. This unit will be moved to hold. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was getting a system connecting message and system would never complete. Site initially called their clinical sales rep (csr) who had them hard cycle and reboot but issue persisted. Technical support engineer (tse) had customer hard cycle and disconnect all blue fibers and then power up the vision side cart (vsc) alone. Vsc came up so the tse had customer introduce the surgeon side console (ssc). Ssc never completed its boot up sequence and had the same 'system connecting' message. Tse attempted to review logs but logs would not populate. Tse informed customer that system would be available for surgery in its current state. There was no report of patient involvement or reported injury.